Manufacturer narrative:
The reported issue is o2 mix test failure. Based on the information provided, the issue does not meet the reportability criteria and was reported in error.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a zero flow, and oxygen (o2) saturation that were not in range. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.